Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nursing changed lipid line infusing via a umbilical venous line and noted lipids leaking out of IV channel. Lipid IV line noted to be leading at a connector site. IV tubing changed after new bag of lipids sent by pharmacy, causing a delay in lipid administration. There was no harm to the patient". An incomplete date of event of (B)(6) 2018 was provided. The customer later reports that the event occurred on (B)(6) 2018 and that there was a delay in lipid administration, but there was no resulting harm to the patient.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nursing changed lipid line infusing via a umbilical venous line and noted lipids leaking out of IV channel. Lipid IV line noted to be leading at a connector site. IV tubing changed after new bag of lipids sent by pharmacy, causing a delay in lipid administration. There was no harm to the patient." An incomplete date of event of xx-july-2018 was provided. The customer later reports that the event occurred on (B)(6) 2018 and that there was a delay in lipid administration, but there was no resulting harm to the patient .

Manufacturer narrative:
The customer¿s report of a leak during a lipid infusion was confirmed. During inspection the tubing exterior was noted to be slippery to the touch. However, the reported leak was not reproduced during functional testing. The umbilical venous line was not provided for investigation, nor information describing any additional mated products. The root cause of the customer¿s report could not be determined.